Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2006. One day postoperatively (2006), the patient presented with diffuse lamellar keratitis (dlk) in the right eye. The patient was prescribed topical steroids and the flap was lifted and rinsed. The patient's preoperative bcva was 20/20-1. Postoperative ucva was 20/25-1. The patient has responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
In 2006, an intralase field service engineer inspected the laser and performed preventative maintenance. The laser met specification and was performing as intended. An intralase clinical applications specialist (cas) and a m.d. Consultant performed an investigation into surgical techniques on 8/24/06 and made recommendations with respect to user technique. At this time, the association between the event and device remains unknown.